Manufacturer narrative:
(B)(4): the customer reported that the device was not recognizing the therapy cable. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not recognizing the therapy cable. There was no pt involvement.